Manufacturer narrative:
Device returned date: the device returned date was documented as jan 27, 2016 in the initial report. The device returned date has been updated as mar 14, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assessment was performed on the device which determined the unit passed all manufacturing specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 7 for the same event. It was reported from (B)(6) that during testing, it was observed that seven attachment devices started smoking and heating rapidly after a few seconds in use at the angled part. The reporter stated that all the devices tested were found to be heating up rapidly to the point where they could not be held. There were no delays to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.